Event description:
It was reported that during a routine x-ray, the pt was found to have a retained foreign body in the vena cava. The foreign body was removed using a snare, and was identified as the distal piece of a triple lumen catheter. The pt had several previous hospital admissions, and it hasn't been determined when or how the cahteter separated. There have been no pt complicaitons relating to this event.